Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "whoozy". The pt reported that the pt was not able to test and was seen in the ER. The meter allegedly would not power on. There was no result obtained from the pt's meter. The result from the ER meter was 38 (units not specified). There was no comparisn between pt's meter and ER meter. The treatment was unknown. The pt tried new batteries. No further info has been reported.